Manufacturer narrative:
Examination of the returned device confirms the reported event of handle breakage. Previous investigations found design is attributed to the handles cracking; eco 256356 was implemented on (B)(4) 2008 to change the material from radel to aluminum. The returned device was manufactured prior to the changes. Recently, eco416321 was implemented that further changed the material from aluminum to overmoulded silicon. Further corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Handle broken under usual use.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Jan 16, 2015 - update--this product is being changed from MDR-no to MDR-yes following receipt of the product and identification of the issue. Unintended malfunction of the instrument that could lead to patient harm.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Examination of the returned device confirms the reported event of handle breakage. Previous investigations found design is attributed to the handles cracking; eco 256356 was implemented on (B)(4) 2008 to change the material from radel to aluminum. The returned device was manufactured prior to the changes. Recently, eco416321 was implemented that further changed the material from aluminum to overmoulded silicon. Further corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.